Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was confirmed. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. User¿s reprocess process deviated from the process recommended by the instruction manual of the subject device. The handling and storage environment of the facility deviates from the handling and storage environment recommended by the instruction manual of the subject device.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, foreign material (yellow crystal) was found at the nozzle of the subject device and it did not fall into the patient's body. Other detailed information was not provided. There was no report of patient injury associated with the event.